Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty components were noticed missing from the packaging of the tibial component. A smaller sized tibia was available and implanted instead. No adverse effects were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned carton box was opened on the incorrect end and it only contains a lid-less outer cavity that is not damaged; visual examination confirmed that the two subcomponents are missing . DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.